Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient injury was reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr ous 3.25mm x 12mm balloon catheter was returned for analysis. Visual, tactile, and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the proximal markerband. A microscopic examination of the bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient injury was reported, and the patient was in good condition post-procedure.